Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 08/17/2010 and 09/03/2010 by phone, fax, and mail. Medical records were received on 08/18/2010. A completed questionnaire has not been received. (B)(4).

Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "lens is rotated" (malposition of device [iol (intraocular lens) implant]). A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. The surgeon reported that the lens is rotated and does not believe the lens is defective. Additional info has been requested.